Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, vtich13.2, 6.00/1.0/090 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was explanted at an unknown date due to excessive vault, pain, pressure and drop in vision. On (B)(6) 2022 a replacement lens of shorter length was implanted, and the problem resolved. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, 6.00/1.0/090, implantable collamer lens was implanted into the patients left eye (os). Glare/haloes, pain pressure, drop of vision was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.